Event description:
Per the clinic, the patient experienced a lack of benefit from the implant and never achieved consistent auditory detection. The patient also required brain imaging due to a reported migraine condition. Subsequently, the device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure.